Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "electrical fault alarm". Log file analysis revealed a controller power up on (B)(6) 2016 at 20:02:02 and 20:02:11. The data point before the loss of power was recorded at 19:55:57 and showed that (B)(4) was connected to power port 1 with (B)(4) relative state of charge (rsoc) and (B)(4) was connected to power port 2 with (B)(4) rsoc. Given that one power source was at (B)(4) rsoc, it's possible the patient was exchanging (B)(4) and accidentally disconnected both power sources. The alarm files logged an electrical fault alarm on (B)(6) 2016 at 20:02:11; the electrical fault alarm indicated that the front stator was not connected. A vad disconnect alarm was logged at 20:03:46 due to a physical disconnection of the driveline from the controller. The alarm also recorded an electrical fault alarm; the electrical fault alarms were indicative of an open connection and an over-current condition on the front stator. The electrical fault alarms were cleared a second later as a result of the driveline disconnection. The event files indicated a higher than normal start current. It's possible there was an intermittent connection between the driveline and controller. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The connection between the driveline and controller was secure and stable; the reported event could not be duplicated at the bench level. The pump involved in the complaint was (B)(4). A possible root cause of the reported event can be attributed to an intermittent connection between the controller and driveline. A loss of power was recorded prior to the electrical fault alarm and was likely due to an accidental disconnection of both power sources. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the coordinator exchanged the controller after high priority alarm. It was also stated that there were no pump stops associated with the alarms and both power sources were connected to the controller as per the patient. An elective controller exchange was performed and it was stated that there were no effect on patient. No additional information available.